Event description:
It was reported that during an implant procedure, the helix of the lead failed to be rotated after several repositioning of the lead. The lead was not used, and another lead was implanted on (B)(6) 2024. The patient had no consequences.